Event description:
Initial (B)(6) 2024): this serious case reported via email refers to a female consumer whose age, medical history, concomitant medications and allergies were not reported. On an unreported date a consumer used dentek maximum protection dental guard to treat an unknown indication and developed a chipped tooth. The company attempted to obtain additional information with no response from the reporter. This case outcome is unknown. Meddra version 26.1 expectedness: tooth fracture: unexpected according to the company reference safety information.